Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) could not be interrogated. A magnet was applied to the device and no tones were emitted. Boston scientific technical services (ts) discussed the device had likely reached end of life (eol). It was also reported that the day prior to the attempted interrogation, the patient received an external shock during a left heart catherization due to ventricular tachycardia (vt).

Event description:
Additional information was received indicating this device was explanted and successfully replaced.

Manufacturer narrative:
The patient was released and a replacement procedure will be scheduled for a later date. This report will be updated should additional information become available.

Manufacturer narrative:
The device has not been returned for analysis. Should additional information become available this report will be updated.